Manufacturer narrative:
The insulin pump had an unresponsive express bolus button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during a bolus delivery attempt. The customer's blood glucose level was 7.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.